Manufacturer narrative:
510(k) held by manufacturer. Manufacturing site evaluation: device forwarded to manufacturing site; evaluation on-going.

Event description:
Allograft broke during insertion; surgery was tlif. There was no patient injury; surgery was delayed 20 minutes. Surgeon completed procedure using a peek implant.